Event description:
It was reported by the customer that a pyxis medstation es system indicates that the patient was discharged from pyxis due to an inactive medication profile. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the network and communication issue. A technical support specialist connected with the customer recommended that they contact active directory to admit the patient back into the system. The device functioned as intended after the customer resolved the issue.